Event description:
Meter read 300mg/dl so pt went to the hospital where they received a reading of 122mg/dl. A review of the system was attempted, however the customer was noncompliant so the customer was asked to return the meter for further evaluation and a replacement was provided.